Event description:
The pt's head was placed on skull pins. The drs were positioning the skull clamp to the radioluscent mayfield bed adapter. After tightening the device, the skull clamp slipped from the locked position to the unlocked position. As a result, the pt sustained a scalp laceration.